Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that since the patient began wearing the stimulator, she has had severe nausea. The patient discontinued use of the stimulator yesterday and her nausea has since resolved. The sales representative talked to her about keeping the stimulator off for a couple of days to ensure her nausea doesn't return. The sales representative also mentioned for the patient to do a slow restart, however, the patient is very hesitant to do so and does not want to wear the stimulator any longer. The patient was called, and she stated that she has a degenerative disease. The patient stated that she wore the unit, and it made her very nauseous. The patient stated that she only wore the unit during the day. The patient tried only wearing it for a few hours, but she claimed that it still made her sick. The patient initially thought it was her medication but stated that it¿s the stimulator. The patient spoke to the doctor and was told to stop using the stimulator. A return label was shipped to the patient. No additional information has been received by the patient.

Event description:
It was reported that since the patient began wearing the stimulator, she has had severe nausea. The patient discontinued use of the stimulator yesterday and her nausea has since resolved. The sales representative talked to her about keeping the stimulator off for a couple of days to ensure her nausea doesn't return. The sales representative also mentioned for the patient to do a slow restart, however, the patient is very hesitant to do so and does not want to wear the stimulator any longer. The patient was called, and she stated that she has a degenerative disease. The patient stated that she wore the unit, and it made her very nauseous. The patient stated that she only wore the unit during the day. The patient tried only wearing it for a few hours, but she claimed that it still made her sick. The patient initially thought it was her medication but stated that it¿s the stimulator. The patient spoke to the doctor and was told to stop using the stimulator. A return label was shipped t the patient. No additional information has been received by the patient. No additional patient consequences/ further information has been reported. The spinalpak unit was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.